Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. During visual inspection, a crack was observed in the microbore winged female luer lock adapter, and the sample failed pressure testing at 8psi. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. A request for the device has been made. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance regarding the 60" high flow rate extension set in which the luer tip was found cracked with the tip broken off. This condition occurred on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.